Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Several abrupt changes in impedance have been noted since replacement of the device three months earlier. A lead fracture was suspected. A revision procedure was performed where the connection between the ICD and rv lead was verified. The rv lead was then tested on a pacing system analyzer (psa) and yielded the same out of range impedance measurements. The rv lead was surgically abandoned and replaced. The ICD remained in service and no adverse patient effects were reported.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and the new right ventricular (rv) lead from another manufacturer exhibited high out of range pacing impedance measurements. It was noted that the rv impedances had been fluctuating from high 400 to 1500 ohms for the last four months. Review of the stored device information found no stored episodes of noise. And the most recent presenting and most recent rythmiq episode were free of noise. The possibility of an issue with the ICD's spring contact component, another lead issue or connection issue were discussed as possible reasons. The patient was brought into the office and put in multiple positions with isometrics and pocket manipulation with no changes in impedance and no noise. At this time, they will continue to monitor the patient and no adverse patient effects were reported.

Event description:
Additional information was received that the respiratory rate trend was programmed off in the implantable cardioverter defibrillator (ICD) due to oversensing of the minute ventilation (mv) feature. The ICD remains in service and no adverse patient effects were reported.